Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an internal error #64 that popped up in on the screen during editing of a patient model. The system automatically restarted itself, and it showed no problems to perform the editing, registration and navigation after it restarted. The surgery was performed successfully. It was the second time the pop up error appeared (the first time was during registration with another patient), but it was the first time the system restarted after the error showed up. No further information was received. Additional information was received. It was reported that the issue occurred during a functional endoscopic sinus surgery (fess). There was a reported delay to the procedure of twenty minutes due to this issue. The surgeon completed the procedure with the use of the navigation system. There was no reported impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The system was performing as intended and no parts were replaced. B01 d14 c19 the software team investigated the reported issue and the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. B01 c10 d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.